Event description:
It was reported that during the procedure utilizing the nerve integrity monitor, there was no manual response from the right side but the left side was ok. There was no report of impact or injury to the patient.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. The device was not returned to the manufacturer; therefore, analysis and evaluation could not be performed. Attempts were made to obtain additional information regarding the alleged device failure but no further information has been received as of this date. The investigation is inconclusive and the device failure could not be confirmed. This device was being used for treatment purposes. The nim-response 2.0 is a four-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-response 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. This device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. The indications for use states: the nim-response 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.